Event description:
Additional information received from the customer reported that no endoscopes were reprocessed poorly due to the issue with the reprocessor.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. An olympus field service engineer (fse) visited the site on august 14, 2023 and met with the customer. The fse removed the panels of the reprocessor and replaced the internal disinfectant hoses, which were found to be deteriorated from the tank to the disinfectant nozzle and pump. The fse loaded reprocessor with water using program b and drained the device without issue. Acecide was then loaded and two full cycles were run. The system worked as intended with no evidence of black debris. The panels were then placed back on the machine and the software attributes were verified and confirmed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor had black flecks in the basin. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation. Based on the results of the investigation by the olympus field service engineer (fse), the foreign substance and root cause of the residual foreign matter could not be identified. No additional concerns about the reprocessing were noted by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.